Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that as the physician was implanting the intraocular lens (iol), when rotating the plunger to inject the lens the second haptic was stretched backwards and the lens did not leave, the lens got in the middle of the incision due the resistance of the stuck haptic. The lens was implanted but it was partially deformed. The physician reports that she has never had a case where the two-haptics got above the optic or stuck in the plunger. As the iol was implanted lens stability and corneal edema are being monitored. Post- operative visual acuity is 20/30 and there is no complaint of glare. The physician further commented that what happened was that even with filling well with viscoelastic, while pushing the plunger, the second haptic was stretching and getting trapped between the plunger and the lumen of the cartridge, and in some cases had to pull the lens of the cartridge with the chopper. At another opportunity, still in the preparation of the injector, I was pushing the plunger under the microscope and realized that by altering the direction of the plunger, it fit better and the haptic did not get caught. Only the injector is available for investigation. No additional information provided.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search in the complaints history revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.